Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Manufacturer narrative:
Correction d1: workmate¿ claris¿ media converter.

Event description:
During device preparation for an atrial fibrillation procedure, a communication issue occurred causing a delay. While the patient was on the table, the workmate amplifier connected on start-up but disconnected after approximately 10 minutes. The amplifier was restarted, but the same issue occurred. The media converter and fiber optic cable were replaced which did not resolve the issue. The amplifier then reconnected on its own. Troubleshooting delayed the start of the procedure by one hour. The procedure was completed without patient consequences.